Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system prompted an error when taking 2d images. The site then tried to calibrate the system and it failed. There was no patient involvement.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000542; product ID: bi71000901; product ID: bi71000901; product ID: bi71000542. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was throwing error 041 when trying to shoot, ma imbalance. The x-ray tubes were replaced, and generator calibrations were completed. The system then passed testing. Codes b01, c07 and d02 are applicable to this analysis. The x-ray tube, lot number: 82634-2u rev. 1, was returned to the manufacturer for analysis. There were no cracks in the anode/cathode chamber. Anode and cathode resistance and the stator resistance were within spec. Visual inspection confirmed scratches, damaged threads, and that it was dirty. Codes b01, c07 and d02 are applicable to this analysis. The x-ray tube, lot number: 63319-t6 rev. 1, was returned to the manufacturer for analysis. Visual inspection confirm crack in the anode well. X-ray tube passed bench test. The large and small filament resistance of the cathode and anode passed and within range. Stator resistance passed and within spec. There were no failures found. Codes b01, c19 and d14 are applicable to this analysis. D9: x-ray tube, lot number: 82634-2u rev. 1 was returned on 2024-11-01. X-ray tube, lot number: 63319-t6 rev. 1 was returned on 2024-11-12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.